Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the surgery, the robotic arm drifted and hit the surgeon on his helmet. There was no serious consequence to the surgeon and the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A mako field service engineer conducted on-site testing of the rio. He was able to confirm the alleged failure of the drifting robotic arm. The field service engineer found that the device failed the gravity constant calibration procedure. Troubleshooting activities were performed and the device was able to be successfully calibrated and deemed ready for use. Additionally, the field service engineer was able to confirm that the robotic arm no longer drifts. A supplemental report will be filed if additional information is obtained in the future.

Manufacturer narrative:
Based on results of investigation. Reported event: an event regarding robotic arm "drifting" was reported. The event was confirmed. Device evaluation and results: per gsp case (B)(4), field service engineer was dispatched. Gravity constant calibration was performed as an investigation tool and failed. This prompted the homing constant test to be performed and passed. Upon additional gravity constant calibration (passed) and kinetic calibration (passed), the drifting issue was no longer present. Device history review: a review of the DHR associated with (B)(4) found qips passed with no notes or comments. In addition, the (B)(4) final statement reads: "npr and CAPA log reviewed, all associated issues addressed in a manner that ensures safety and efficacy of this unit not compromized." Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the drifting of rob125. There have been no other events for the referenced serial number. Conclusions: the event was confirmed.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the surgery, the robotic arm drifted and hit the surgeon on his helmet. There was no serious consequence to the surgeon and the case was completed successfully.